Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they cannot bolus due to no delivery alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.